Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): outer tubing overlay pulled apart (overstress), helix distorted/bent, and damaged at implant; the analyst noted that the lead was returned with the retention sleeve pulled away from the overlay tubing. There is evidence of adhesive bonded on the distal end of the retention sleeve; full lead returned and analyzed.

Event description:
It was reported that prior to the implant procedure that it was difficult to deploy the lobes of the lead. Once they were deployed, it was not possible to keep them deployed, despite having the tool in the correct position. The lead was not implanted. No patient complications have been reported as a result of this event, and the patient's status was reported as "ok".